Event description:
A surgeon reported that the intraocular lens implanted in 2006 was explanted due to a film on the inside of the lens that was causing a drop in the patient's vision. The surgeon stated there was no patient injury due to the explant. The implant physician and date of implant are unknown.

Manufacturer narrative:
Manufacturing date is unknown. The intraocular lens was not received for analysis. This lens was implanted by an unidentified surgeon and not by the explant surgeon. The available information associated with this event is very limited. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens not returned to the manufacturer.

Manufacturer narrative:
A small piece of the intraocular lens optic was received. Batch records were reviewed and showed no deviations. Visual inspection of the optic piece took place and no optical deviations could be found. A review of complaint records revealed that no similar complaints from these order numbers were received. Based upon the small returned optic part, no further investigation could be performed. The cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.